Event description:
On 2/14/97, the facility o.r. Dept contacted a MFR rep and reported that this product was borrowed from an affiliated hosp. It was additionally stated that upon opening the product which was sealed there was nothing inside the box.